Event description:
Found out about this on (B)(6) 2018 from the PICC team. Defect or failure created an unsafe condition. Patient was brought back to facility by parents stating the needleless connector had tore off from the leg extension. Bard PICC provera 4fr catheter was placed on (B)(6) 2017.